Manufacturer narrative:
Correction information: f7: follow up #01. Summary: during investigation of the complaint the apac regional complaint unit and engineering confirmed with the physician that the processor did not malfunction as reported. This event is a false alarm, the hospital's 7000 mainframe did not have this failure and the event described in the report did not occur. Based on the above investigation information this follow up report for MDR 2518897-2020-00183 serves as a retraction of the initial report invalidating the 18-oct-2020 initial submission. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint through the cfda adverse event system that occurred during use in the operating room in (B)(6). The reported complaint that "on (B)(6) 2020, the patient visited the hospital because of a stomachache. At 10:00, during the procedure, the image was frozen and the doctor couldn't continue to diagnose. The patient felt uncomfortable. At 10:10, the user changed to another endoscope to continue.", involving the pentax medical video processor, model epk-i7000. Additional details were received via the pentax ap team on 12-oct-2020 in response to a pentax pai good faith effort request. The user facility advised the pentax ap engineering team that they did not have any failures on their processors, and also confirmed that the processors in the hospital have not had repairs and none were sent to third parties for repairs. Although the user facility stated there were no failures against the video processor, the user facility did report that the patient felt uncomfortable while diagnosing image froze. The user noted that they changed to another endoscope to continue the procedure. Pentax has request clarification of the event details. Although we have not received confirmation that the reported patient discomfort was related to the pentax device or from the originally reported stomach ache pentax medical is reporting this as a serious injury based ont he information available. The investigation is currently in-process.